Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant procedure took too long, and lasted more than three hours. It was noted that the patient's heart structure was not easy and there was moderate regurgitation. The guidewire got stuck when the blood entered the lead, and it could not be operated smoothly. The ventricular lead was later found to have dislodged, and fell down into the atrium. A second procedure was performed and the lead removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.